Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device using freestyle librelink. As a result, the customer had a seizure and or loss of consciousness, however, no third-party treatment was provided. No further information was provided. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device using freestyle librelink. As a result, the customer had a seizure and or loss of consciouness, however, no third-party treatment was provided. No further information was provided. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Visual inspection has been performed on the sensor, no issues were observed .attempted to recreate the communication issue. Several combinations were tried since the app version or phone model were not specified . Each combination yielded a successful scan. Accuracy test has been performed .all result were within specification and no other issues were observed. This issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.